Event description:
It was reported that the patient presented for device change out. After ventricular fibrillation testing was started, the device started charging, but the patient returned to normal sinus rhythm. However,the device lost communication and started vibrating. The device was also not found to be pacing; the device was disconnected and pacing was started using the psa. No external therapy was applied. After multiple unsuccessful attempts to interrogate the device, it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to establish communication was confirmed in the laboratory. The device was tested on the bench and it was noted that the battery was depleted due to high current. Severe arc damage was seen on the hybrid. The root cause of the arcing could not be determined.